Event description:
During review of the programming history available to the manufacturer, it was noted that the patient's first interrogation at an office visit on (B)(6) 2006, was indicative of a faulted diagnostics test. The patient was at normal settings and the previous visit available in the programming history on (B)(6) 2005. The date the faulted diagnostics test occurred is unknown. The settings were changed on the date the incorrect settings were discovered however the physician later reprogrammed the settings back to the incorrect settings. The settings were completely corrected on (B)(6) 2006. No adverse events have been reported as a result of the change in settings.

Manufacturer narrative:
Analysis of programming history.